Event description:
It was reported a snare was advanced and engaged around a 4cm pedunculated colonic polyp. No cautery could be generated. As a result, the loop of this snare became embedded in the polyp and could not be removed. The handle was cut from the device and the pt was sent for surgical removal of the snare. No further details are available at this time regarding the circumstances surrounding this event. The pt's condition is stable. The device has not been received by this manufacturer. Therefore, a failure analysis is not available. The co is unable to determine the exact cause for this event. The co's directions for use state: "microvasive single-use polypectomy snares are indicated for use in the removal and cauterization of diminutive polyps, sessile polyps and pedunculated polyps".